Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported problem occurred due to improper handling and/or application of outer force. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to olympus for repair for a reported bent and dented rigid outer tube. The customer reported problem was found at an unspecified event. However, upon inspecting and testing, olympus identified the objective coverglass at the distal end of the outer tube is broken. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the broken objective coverglass found during the repair inspection.

Manufacturer narrative:
The repair inspection identified the objective coverglass at the distal end of the outer tube is broken. Also, the customer¿s reported problem was confirmed, the outer tube was found dented and bent and the light guide was found damaged. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.